Event description:
The customer contact reported that during testing at the user facility, it was noted that the ground prong and both blades on the ac power cord plug were bent. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) . The power cord was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.